Manufacturer narrative:
Corrected information: there is a cut ¿1.5mm long in the sheath of the disc. The cut is slightly off center on the anterior side of the outer polyurethane sheath. Under microscopic review it appears the cut was made from the outside with a sharp edge .a leak test is performed on the implant prior to final packaging, suggesting it was not a manufacturing defect. After review of implant, no evidence of damage was found that would suggest a defect in manufacturing or processing of the implant components. Conclusion: the observations are consistent with the disc being cut with a surgical tool.

Manufacturer narrative:
(B)(4): product analysis: there is a cut approximately 1.5mm long in the sheath of the disc. The cut is near where the inserter would hold the disc during implantation. Under microscopic review it appears the cut was made from the outside with a sharp edge. A leak test is performed on the implant prior to final packaging, suggesting it was not a manufacturing defect. After review of implant, no evidence of damage was found that would suggest a defect in manufacturing or processing of the implant components. Conclusion: the time the disc was damaged could not be concluded, it was appear the cut was made a surgical device give how clean the cut is.

Event description:
It was reported that the patient presented to surgery with cervical radiculopathy and intractable neck pain. The patient underwent a procedure for implant of artificial disc at c6-c7. At 1 month follow-up, the patient complained of neck pain. Films showed the artificial disc had migrated laterally slightly. It was determined at that time to remove the implant and re-implant with a larger diameter. Upon explant, the implant was completely collapsed and wouldn¿t expand to its maximum height.